Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message when loading a new cartridge. Reportedly, the cartridge was filled with 300 units of insulin. The customer had not tested blood glucose level at the time of the call; however, there was no reported impact to the customer's blood glucose level. The customer was able to load a new cartridge successfully.